Event description:
It was reported that a cgm error occurred, specifically error code 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset, which successfully resolved the issue as the cgm error did not reoccur, and the customer was able to start their sensor session.